Event description:
It was reported that the lead exhibited a sensing anomaly and thresholds had increased. A repositioning attempt was unsuccessful. Therefore, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.